Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic bilateral pelvic dissection procedure the surgeon handed the ace36e to the scrub nurse for cleaning. The blade was wiped clean with a damp swab and the active blade came off on the swab. No patient consequences were reported. Procedure was completed with same like device.